Event description:
It was reported that during a surgical procedure, a drill heated up. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No pt or user injuries were reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.